Event description:
It was reported that the system was generating charger errors. No pt injury was reported.

Manufacturer narrative:
No evaluation will be made by ge on this system. The system is beyond eol and the needed parts (batteries) are no longer available. The customer will attempt to procure the parts from a third party.